Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The balloon fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflation/deflation chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: since no defect was found during lab testing, it is not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item, it was not possible to verify the reported problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subject to within the aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of the following: 1. The balloon entered a subintimal space. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The iab failed to completely unfold because the user failed to inject at 60 cc. Air as advised in the instructions for use. 4. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 5. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 6. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing the pump to perceive a loss of gas or to cause the balloon to poorly augment. 7. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 8. The balloon pump needed servicing. 9. The pt's physiological conditions contributed to the reported problem. These can include low mean arterial blood pressure, low systemic vascular resistance, or a rapid heart rate that compromised ventricular filing and ejection.

Event description:
The dr was unable to insert the iab into the sheath. (On 12/11/97, datascope rec'd the voluntary medwatch form from the FDA: MDR access number: 1012497; triage unit sequence number: 73380). The following was reported on 12/11/97: the iab was placed in the right femoral artery. The balloon would not augment. The iab was removed and another was inserted. The balloon is not available for eval. (Multiple event to cc# 97-01366). The following was reported to datascope on 1/12/98: the iab was inserted into the pt's right femoral artery on 10/15/97. There was no augmentation. The iab was removed and another was inserted. The iab was returned to datascope on 1/12/98. [Event complications]: unk-reported 11/11/97. [Pt's current status]: living-rpt'd 1/12/98.